Event description:
Hysteroscopic procedure using resecting loop. Loop not cutting; change out of resecting loop, resecting cord, bovie machine and grounding pad. Pt sustained burn to anterior thigh, noted in pacu immediately following procedure.